Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) hemo dynamics not transferring. There was no patient harm reported.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) hemo dynamics not transferring. Patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields- b4, b5, d8, e1(event site email), e3, g1(contact person ¿ mfg site),g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) tested cardiosave with trainer and could not duplicate customer failure. Unit passed all functional and safety tests per factory specifications, returned to customer.